Manufacturer narrative:
Examination of the returned product confirmed the reported event. The product returned is of a prior design. A conclusive root cause was not identified: although the design has been enhanced. The rod breakage may also be related to a combination of instrument age, service life, and/or user technique. In response to a trend identified previously for this product code, eco (B)(4) was released in july of 2001 changing the raw material used and the geometry of the rod. In february of 2002, the field was instructed to return all old style instruments and replace with new. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Im rod snapped off whilst in the patients femur. Pieces were retrieved. Delay to surgery by 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.